Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On 29-jul-2024,it was reported that patient had faced an infusion set cannula kinked after 3 hours of insertion. Insertion site was abdomen. Customer regularly rotate site location. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.